Manufacturer narrative:
The evoke scs system was not returned to saluda for analysis. The evoke scs system MRI guidelines confirm that a cls with catalog number 3002 and device serial number higher than (B)(6) is mr conditional. Additionally, the MRI guidelines indicate the operating conditions and pre-MRI checks required to safely perform the MRI scan. The patient¿s event logs were reviewed, and no anomalies were identified. There is no indication that MRI conditional status for the patient¿s evoke scs system was impacted. The root cause of the facility-reported MRI incompatibility was not able to be definitively determined. The cause of the patient¿s inadequate pain relief could not be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was explanted. The patient required a magnetic resonance imaging (MRI) for lower back pain. The facility performing the MRI advised that the patient cannot receive an MRI due to the evoke scs system. Saluda representatives were not aware of the patient¿s upcoming MRI. Of note, the facility performing the MRI was not the same facility which performed the patient¿s evoke scs implant procedure. It was unable to be confirmed that the evoke MRI guidelines were reviewed by the facility intending to perform the MRI. The patient additionally reported inadequate pain relief. During the patient¿s previous follow-up evaluations, the evoke scs system was confirmed to be functioning.